Event description:
The reporter contacted animas on (B)(6) 2012 reporting that when they went to change the cartridge they noticed moisture in the cartridge compartment. They reporter stated that the back end of the cartridge looked like it had fluid in it and smelled insulin. The reporter stated there were no cracks, the three o rings were intact, and the cartridge was secure to the tubing. The reporter stated that the blood glucose was within normal limits. There is no reported adverse event with this complaint. This report is made based on the allegation of a cartridge leak issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge was returned to animas. A visual inspection and a leak test of the cartridge were performed and no damage or defects were noted. All testing was found to pass during investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.